Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2016 with the following findings: the black box and alarm history show no evidence of ¿cs064¿ alarms or any activity outside of normal use. The ¿ez-prime¿ steps were performed correctly, no ¿cs064¿ alarm or any eaw occurred during the investigation. The product performed within specifications. Investigators were unable to duplicate reported ¿cs064¿ complaint. -the pump¿s cover was removed, no intermittent condition was found to the motor flex/assembly.